Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient did not charge their ipg as recommended due to experiencing ineffective therapy. The ipg was deemed inoperable. The patient also wanted an MRI conditional system. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Issue resolved.